Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the burning sensation happened the first time they recharged the battery. However has not repeated since.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that if the patient turned stim up high they had a burning sensation at the pocket site since implant. No further complications were reported.